Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced wound dehiscence of the third incision, resulting in revealing parts of the distal end of the shock coil. Technical services (ts) advised to perform a lead revision procedure due to the already existing infection as the patient cannot be guaranteed to be protected in the current situation. The clinic will schedule the revision procedure and patient treatment. The s-ICD electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced wound dehiscence of the third incision, resulting in revealing parts of the distal end of the shock coil. Technical services (ts) advised to perform a lead revision procedure due to the already existing infection as the patient cannot be guaranteed to be protected in the current situation. The clinic will schedule the revision procedure and patient treatment, including antibiotics. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information received indicates the electrode revision was performed, in which the electrode was explanted and replaced. No additional adverse patient effects were reported. The s-ICD device remains in service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced wound dehiscence of the third incision, resulting in revealing parts of the distal end of the shock coil. Technical services (ts) advised to perform a lead revision procedure due to the already existing infection as the patient cannot be guaranteed to be protected in the current situation. The clinic will schedule the revision procedure and patient treatment, including antibiotics. The s-ICD electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: b5 field describe event or problem and h6 field impact codes were updated.